Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011. While suture was used on the rectal wall to achieve hemostasis the surgeon found that the needle tip was broken and could not find the needle tip. The surgeon thought the needle was visi-black and that it could not be found under an x-ray, therefore no x-ray was performed. Another like device was used to close the rectal wall. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During visual inspection under a light-microscope at the broken needle, several heavy marks of instrument were found at the needle point area and direct at the breaking point which indicates that the needle was handled there. Grasping in the point area could impair the penetration and cause fracture of the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."